Event description:
The posterior foot was broken. The report from the customer indicated the device "failed". Upon contact, the following info was received. The physician attempted to achieve arteriotomy closure with the perclose a-t (the closer ak) device. Upon needle retrieval it was noted that no suture was present. The device was removed. A second perclose a-t device was inserted and successfully closed the arteriotomy. There was no report of an adverse pt event. The device was received for analysis. It was noted that the posterior foot was broken. There had been no indication from the customer regarding any issues with the device foot.